Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a moderately calcified lesion in the heavily tortuous right coronary artery (rca). Pre-dilatation was performed with a 3.5x15 mm non compliant (nc) balloon dilatation catheter (bdc)the 3.5x23 mm xience v stent delivery system (sds) could not cross the lesion due to the anatomy. Force was used to attempt to advance the sds; however, the shaft separated proximally outside the anatomy. The separated portion was simply withdrawn without issue. The procedure was abandoned and the patient is being medically managed. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported material separation was confirmed. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed and analysis of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.